Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: age/date of birth, sex, weight, relevant tests/lab data, other relevant history, implant date, device available for evaluation?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative.. Additional information received indicated that the patient reported chest pain during the afternoon of (B)(6) 2016. The chest pain increased as the power increased over the course of a few hours. The lvad eventually shut itself off due to overheating. No diagnostic imaging was performed to confirm the presence of thrombus and thrombus was not visualized on explant of the pump. It was last reported that the patient is doing well and has been discharged home. Of note, the patient had an elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin and a sub-therapeutic international normalized ratio (inr) prior to the reported incident. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Lvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via controller log files, which revealed multiple low flow alarms starting (B)(6) 2016 and multiple high watt alarms beginning (B)(6) 2016. Analysis of the device revealed that the device met specifications. The device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus on the superior surface of the impeller and inflow. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the reported event can be attributed to thrombus formation at the inflow cannula and subsequent migration/ingestion of the thrombus into the impeller. Based on the pathology report evidence of thrombus was found in the inflow cannula and impeller, thus suggesting partial obstruction at the inflow cannula may have caused low flow/power events. The thrombus may have subsequently detached from the inflow cannula and migrated onto the impeller causing the reported high power events. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted with elevated ldh, low flows, and low power. It was stated that on (B)(6) the coordinator on call phoned and said the pump had elevated power (18-25w) and pump was turning on and off. It was further stated that the pump was turned off on (B)(6) 2016 and the patient transplanted on (B)(6) 2016. No additional information received.